Manufacturer narrative:
G4:19apr2021. B4:26apr2021. H11: the v680 is an exported device and not available for commercial distribution in the united states; therefore, it does not fall within FDA reporting guidelines. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jan2021.

Event description:
The customer reported a touchscreen issue. There was no patient involvement. The manufacturer's field service engineer (fse) could not confirm the reported issue. The manufacturers fse stated the ventilator was in use and functioning and no action was required. The unit successfully passed the required performance verification test.